Event description:
A malfunction was reported on the pump. The customer's blood glucose level was reported as "high," exceeding 500 mg/dl (27.7 mmol/l). To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi). No assistance from a third party was required. Technical support provided pump reset instructions, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any issues reappeared.